Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no damage or evidence of fire was observed. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no evidence of fire was observed. The returned reader's off current was measured as 0.2ma which is within specification of (0-1.0ma) the reader passed all self-test's. The returned battery was measured within specification. A power consumption test was measured and found to be in specification. A thermal camera was used to monitor the reader's components during operation and no hot spots were observed. There was no corrosion or damage observed. There was no evidence observed that the reader was ¿too hot to hold" as reported by the customer. Therefore, this issue is not confirmed. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. DHR's verified that the correct cable and adapter were part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. Adc has made several attempts to gather additional information and have been unsuccessful thus far. It is unknown if the customer's device was too hot to hold during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on (B)(6) 2023. Adc field action (B)(6) was issued to the us (B)(6) 2023.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. Adc has made several attempts to gather additional information and have been unsuccessful thus far. It is unknown if the customer's device was too hot to hold during testing or while charging. It is unknown at this time if the charging cable used was the cable supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre, libre 2, and libre 3 readers is associated with report of corrections and removal number 2954323-mm/dd/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.